Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Helix/tip normal as expected.

Event description:
Boston scientific received information that the patient had a hemothorax. It was caused by the physician while trying to get access. The lung was punctured. The physician was not following any of the usual recommendations for this lead. The lead was removed and replaced. No additional adverse patient effects were reported.